Event description:
It was reported that the device would lock-up. There was no patient use was associated with this incident.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the system pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. The root cause of the reported failure was determined to be a failure of the system pcb assembly.